Event description:
Abbvie received a report that a patient was treated on (B)(6) 2021 with coolsculpting to the bilateral flanks using a legacy coolcurve applicator, and the patient was treated on (B)(6) 2021 with coolsculpting to the bilateral back fat using a legacy coolcurve applicator. On (B)(6) 2023, the patient returned for a post treatment assessment and the treated areas were noted to be bigger and thicker than before treatment and the patient appears to have developed paradoxical hyperplasia (ph).

Manufacturer narrative:
H11: corrected data: the correct due date of previously submitted medwatch report is 4/13/2023.

Event description:
Abbvie received a report that a patient was treated on (B)(6) 2021 with coolsculpting to the bilateral flanks using a legacy coolcurve applicator, and the patient was treated on and (B)(6) 2021 with coolsculpting to the bilateral back fat using a legacy coolcurve applicator. On (B)(6) 2023, the patient returned for a post treatment assessment and the treated areas were noted to be bigger and thicker than before treatment and the patient appears to have developed paradoxical hyperplasia (ph).

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, d1

Event description:
Allergan aesthetics received a report of a patient treated bilateral flanks on (B)(6) 2021 and to the back fat on (B)(6) 2021 with a cooladvantage coolcore applicator and developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
Additional information: a6, and e1. H11-: corrected data: a4, b5, and d1.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient treated bilateral flanks on 19oct2021 with legacy coolcore and 25oct2021 with cooladvantage coolcore developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.